Event description:
Main body graft introduced via the right femoral artery. No complications were encountered during placement of the graft components. Final angiogram noted a distal endoleak on the contralateral side. The distal seal seemed to have good apposition to the vessel wall, but the graft had not landed as close to the hypogastric bifurcation as the physician desired. The proximal and distal seal sites were balloon for a second time. The contralateral iliac leg graft was extended by placing another MFR's extension distally. Final angiogram noted a resolution of the distal endoleak, but viewed a type ii endoleak originating from a lumbar artery. Physician to perform a CT at a later time to follow-up on they type ii endoleak.